Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient's device was no longer working. The patient will undergo explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The patient needed MRI in the back. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient's device was no longer working. The patient will undergo explant procedure.